Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem was verified and due to the language file being corrupted. The device was run through fast test and the firmware was reloaded to remedy the reported problem. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.